Event description:
It was reported that during a breast biopsy, the driver's motor completely stopped. The patient's breast had been pierced, however no tissue was removed before the decision was made to bring in a backup device for the procedure. The procedure was delayed while waiting for the backup device. There was no patient consequence.